Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: yellow particles in the surface of the shell, crease flat. A leak test was performed and no leakage was found. A microscopic analysis was performed which identified a broken sharp shell in the plug strap, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Broken sharp in the plug strap assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product and deflation.

Event description:
Healthcare professional reported left side exchange of textured breast implant due to the patient¿s concern with the product and deflation. Device has been explanted.